Event description:
It was reported that the ilet user observed insulin leaking from the cartridge during a supply change; the user confirmed connecting the infusion set connector to the cartridge outside the pump, received education on proper attachment and filling technique. The user temporarily switching to injections until they had time to clean the insulin chamber and complete a supply change with new supplies; the issue pertained to the infusion set connector and how it was attached. Symptoms included insufficient information as the user was unable to be reached after several follow up attempts. Outcomes included insufficient information and an unexpected need for medication intervention due to switching to multiple daily injections as the user was unable to perform a supply change at that moment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to incorrectly attaching the connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.